Manufacturer narrative:
It was reported that after difficulty, attempt at vessel cannulation with vigorous rotation and torquing, when the diagnostic catheter (cath f4 inf jr 4 100cm) was pulled out, it broke in half in the patient. The entire device was retrieved with a snare with report that the patient is in good condition. An attempt was being made to cannulate a tortuous left internal mammary artery (lima) which was difficult to cannulate. The physician did some aggressive torquing/twisting which caused the catheter to kink. When the physician tried to pull the catheter out, the catheter broke off with three quarters of it in the patient's aorta. An interventional physician immediately retrieved the catheter without patient injury. There was no damage noted with the package before it was opened. The catheter was kinked closer to the sheath and was difficult to pull out. Procedural films are not available. One non sterile diagnostic catheter 4fr was received coiled inside a plastic bag. The catheter was received broken in two pieces. The broken point looks twisted and elongated. No other anomalies were found. The od and ID of the body were measured near to the separation point and were found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The catheter separation reported by the customer was confirmed. Procedural factors including vessel characteristics are possible factors contributing to the reported cannulation difficulty. Based on the reported information and the analysis of the returned device, it appears that vessel characteristics and excessive rotational and pulling force contributed to the catheter separation. There is no indication of any relationship to any manufacturing issues; procedural factors appear to have impacted the event. Therefore, no corrective actions will be taken at this time.

Event description:
During the procedure, the physician pulled out the catheter (cath f4 inf jr 4 100cm), but half broke off in the patient. The physician was trying to cannulate a tortuous left internal mammary artery (lima) which was difficult to cannulate. The physician did some aggressive torquing/twisting which caused the catheter to kink. When the physician tried to pull the catheter out, the catheter broke off with three quarters of it in the patient's aorta. An interventional physician immediately retrieved the catheter without patient injury. There was no damage noted with the package before it was opened. The catheter was kinked closer to the sheath and was difficult to pull out. The product was returned for analysis. The sales representative would request procedural films from the account.

Manufacturer narrative:
The product has been returned for evaluation, but the analysis is not yet complete. Additional information will be submitted within 30 days from receipt.

Event description:
The sales representative confirmed that the procedural cd would not be available.